Manufacturer narrative:
This report is submitted on october 26, 2022.

Event description:
It was reported that the patient had swallowed the battery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a surgery on (B)(6) 2022 to remove the battery. This report is submitted on february 10, 2023.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-03363. This report is submitted on march 17, 2023.